Event description:
It was reported that the setscrew on the ventricular lead port was stripped. It would not advance or retract once screwed in. Since the device parameters were normal the device was implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.